Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified flat creases, wear abrasion, white particles in device inner surface and one curved opening. Leak test and microscopic analysis was performed which identified one sharp opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: - one sharp opening in the side valve bond edge assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.